Manufacturer narrative:
The third-party service agent observed that a wire of the therapy connector was torn. After replacing the therapy connector, and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue was determined to be due to a torn wire of the therapy connector, which prevented the device from detecting a connection through its therapy cable.

Event description:
The customer contacted physio-control to report that their device would prompt "connect cable" when standard paddles were connected. The device would additionally not pass it's auto test. In this state, defibrillation therapy would not be possible, if it were needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent performed an initial inspection and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would prompt "connect cable" when standard paddles were connected. The device would additionally not pass it's auto test. In this state, defibrillation therapy would not be possible, if it were needed. There were no reports of patient use associated with the reported event.